Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet appeared to ratchet normally. No issues engaging the ratchet handle to the roller shaft extension. The 1.5:1 ratio cutter, serial number (B)(4), had a significantly worn roller gear. The 2:1 ratio cutter, serial number (B)(4), had a significantly worn roller gear and showed some wear to the cutter blades. The test mesh using the customer¿s mesher and ratchet was performed using the 1.5:1 ratio cutter and failed to produce a complete mesh. The test mesh using the 2:1 ratio cutter produced a passing cut. Repair of the skin graft mesher was performed by zimmer biomet surgical included replacement of the damaged roller, gear, comb, worn shoulder bolts and washers. The 1.5:1 ratio cutter, serial number (B)(4), had the worn collars, bushings, pin and gear replaced and then produced a passing cut. The 2:1 ratio cutter, serial number (B)(4), had the worn collars, bushings, pin and gear replaced and then produced a passing cut. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unclear which cutter was being used during the reported event. It is unclear which cutter was being used during the reported event. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh. No adverse events have been reported as a result of the malfunction.